Event description:
While onsite to service the unit, the manufacturer's service technician reported the ventilator restarted during testing. Review of the device diagnostic log history indicated a prior restart occurrence during normal ventilation mode operation. The customer did not report the prior restart occurrence during any previous usage. There was no patient harm reported. The service technician replaced the power switch to address the finding. Performance verification testing was completed and passed per operating specifications.